Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power and unexpected restart error test. Prime alarm during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test and excessive no delivery test due to loose drive support disk. The insulin pump received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump experienced a compromised force sensor system alarm. The customer's blood glucose level was 600 mg/dl at the time of the incident. The customer treated their blood glucose levels with manual injections. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.